Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to an episode of syncope. It was noted that the patient also experienced an atrial arrhythmia on the day of the syncope, but not close to the time of the syncope. Boston scientific technical services (ts) discussed the episodes with the treating physician. No additional adverse patient effects were reported. The pacemaker remains in service.